Event description:
This report was received from global pharmacovigilance (gpv) and is a report from a nurse of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Pd therapies were ongoing. During gpv's follow up of a report of patient hospitalization, the nurse reported the patient experienced peritonitis on (B)(6) 2012. Initial treatment was vancomycin, administered ip (no additional information was provided). The nurse reported the patient was not hospitalized for the peritonitis. The patient was reported to be recovering. The cause was touch contamination and the patient was scheduled to be re-trained at their next dialysis visit. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation. The product code is unknown, and 510k number are unknown. Since a lot number is unknown, a batch review will not be conducted this complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate for the prevention of the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.